Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the health care professional that the customer had a missing sensor cannula when inserting the sensor. A box of sensors will be sent to the customer. No further details given.